Manufacturer narrative:
The customer reported that the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the patient underwent surgery while using the vital signs head positioner. After the long procedure, the patient was discovered to have burns and ulcers around the jaw.